Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 28mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found mid-stent damage. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube break located 22.3cm cm distal to the distal strain relief, measured and multiple hypotube kinks at several locations along the length of the hypotube. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 28mm x 2.5mm target lesion was located in the severely tortuous and calcified left anterior descending (lad) artery. A 2.50 x 28mm synergy drug- eluting stent was advanced for treatment. However, when the mid part of the stent was positioned on the distal left circumflex artery, the stent scraped against the calcification and was lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was stable. It was further reported that during removal, the shaft was kinked and the physician intentionally broke the shaft to remove the device out from the patient's body.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 28mmx2.5mm target lesion was located in the severely tortuous and calcified left anterior descending (lad) artery. A 2.50x28mm synergy drug- eluting stent was advanced for treatment. However, when the mid part of the stent was positioned on the distal left circumflex artery, the stent scraped against the calcification and was lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was stable.